Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all 4 sutures involved in this one patient single procedure? Please provide lot number? Procedure/event date? Device return status/follow up. Events were submitted via 2210968-2020-04248, 2210968-2020-04249, 2210968-2020-04250 and 2210968-2020-04251.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. It was reported that the suture was broken during use. The procedure was completed successfully. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/23/2020. A manufacturing record evaluation was performed for the finished device lot am4488, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis a sealed box with twelve unopened samples and an opened box with six unopened samples of product code v39g, lot am4488. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/03/2020. Additional information was requested and the following was obtained: quantity of product involved is 4. Were this 4 sutures involved in the same event? Yes. Please provide lot unknown. Event day? Unknown. Procedure unknown.